Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided the software version of the clinician programmer.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown product type: programmer, physician other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 440 mcg per day via an implantable pump. The patient¿s medical history included intractable spasticity. The healthcare provider reported that the patient experienced baclofen withdrawal symptoms following his pump replacement with increased baseline spasticity. The environmental, external or patient factors that may have led or contributed to the issue was replacement of the pump had occurred. The diagnostics and troubleshooting performed was the healthcare provider interrogated the pump and found no alarms or motor stall having occurred. The actions and interventions taken to resolve the issue was two boluses were given, one of 50mcg and one of 100mcg, the second of which caused resolution of his spasticity. System is now functioning as it was prior to replacement. It was determined that inadequate priming of the catheter after surgery was the likely culprit. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.